Event description:
On (B)(6) 2026, a patient underwent a ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. During the procedure, the device outer cannula can't be fired. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows two maxcore devices. One maxcore device is in initial position, and another device is in fully primed position which appears to be sitting on a flat surface. Based on the photo review, the reported event for one device cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the reported failure to fire could not be determined based upon the provided information. Labeling review: the returned sample analysis could not be performed as the physical device was not returned. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.